Event description:
Additional information received reported that the patient had ¿several reprogrammings¿ between 2009 and 2011. Hospitalization was not required. It was unclear if a second revision had actually occurred or not as the health care provider¿s (hcp) notes only mention two revisions, not three.

Event description:
It was reported that the patient had three lead revisions and the lead moved because she was "too skinny." The patient did not know the exact date of the second lead revision but it occurred sometime between 2009 and 2011. Refer to manufacturing report #3004209178-2009-06497 for the event related to the first lead revision. Refer to manufacturing report #3004209178-2011-07849 for the event related to the third lead revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28 lot# v176885, implanted: 2008 (B)(4), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).